Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted during a biliary stenting procedure within the distal common bile duct on (B)(6) 2010. This procedure occurred as part of the (B)(4). According to the complainant, the patient underwent a stent placement procedure on (B)(6) 2010 to treat a distal biliary stricture. This stricture had been previously treated with a sphincterotomy and a plastic stent. During this procedure, the plastic stent was removed and an additional sphincterotomy was performed. The wallflex stent was deployed in a satisfactory position. The subject was treated as an inpatient and discharged on (B)(6) 2010. On (B)(6) 2010, the patient experienced acute cholestasis. On (B)(6) 2010, the patient underwent an ercp for treatment of elevated alkaline phosphate and gamma gt parameters. During the ercp, the stent was found to be well expanded and appropriately bridging the initial stricture. The proximal end, however, appeared to be ingrown into the wall of the bile duct, which both irritated the biliary wall and caused a new stricture. This stent was removed and three plastic stents were placed. Later that day, the patient underwent a CT scan which revealed a small amount of free air nearby the ductus choledochus, indicating a possible covered perforation. However, pus was detected at the site, and the physician identified a biliary leak of the ductus choledochus. This leak was at the same location of the aforementioned biliary irritation, and the physician believes that it is most likely due to the stent itself rather than the stent removal. The patient's condition was noted to be "fine", so no surgical intervention was performed. The patient was kept in the hospital and underwent a broad antibiotic treatment. After, the complainant noted that the patient had "remarkably improved cholestatic parameters" and was without any additional symptoms. The subject was discharged (B)(6) 2010, with his condition noted as "recovering/resolving." The complainant noted that the stent did not look "deformed on the cholangiogram nor macroscopically after removal."

Manufacturer narrative:
(B)(4) - cholestasis; elevated alkaline phosphate and gamma gt parameters; biliary leak; non-surgical medical intervention required. (B)(4) - stent blocked/occluded. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted during a biliary stenting procedure within the distal common bile duct on (B)(6) 2010. This procedure occurred as part of the e7016 wallflex fully covered benign stricture study. According to the complainant, the patient underwent a stent placement procedure on (B)(6) 2010 to treat a distal biliary stricture. This stricture had been previously treated with a sphincterotomy and a plastic stent. During this procedure, the plastic stent was removed and an additional sphincterotomy was performed. The wallflex stent was deployed in a satisfactory position. The subject was treated as an inpatient and discharged on (B)(6) 2010. On (B)(6) 2010, the patient experienced acute cholestasis. On (B)(6) 2010, the patient underwent an ercp for treatment of elevated alkaline phosphate and gamma gt parameters. During the ercp, the stent was found to be well expanded and appropriately bridging the initial stricture. The proximal end, however, appeared to be ingrown into the wall of the bile duct, which both irritated the biliary wall and caused a new stricture. This stent was removed and three plastic stents were placed. Later that day, the patient underwent a CT scan which revealed a small amount of free air nearby the ductus choledochus, indicating a possible covered perforation. However, pus was detected at the site, and the physician identified a biliary leak of the ductus choledochus. This leak was at the same location of the aforementioned biliary irritation, and the physician believes that it is most likely due to the stent itself rather than the stent removal. The patient's condition was noted to be 'fine', so no surgical intervention was performed. The patient was kept in the hospital and underwent a broad antibiotic treatment. After, the complainant noted that the patient had ''remarkably improved cholestatic parameters'' and was without any additional symptoms. The subject was discharged (B)(6) 1010, with his condition noted as ''recovering/resolving.'' The complainant noted that the stent did not look ''deformed on the cholangiogram nor macroscopically after removal.''

Manufacturer narrative:
The study stent was returned for analysis. While there were some holes within the covering of the stent, there were no other issues noted with the stent's profile; this observed damage to the covering of the stent most likely resulted from when the stent was removed from the patient. The reported event of stent occlusion is considered to be an anticipated procedural complication. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and found that the stent was used in accordance with the e7016 wallflex fully covered benign stricture study.